Event description:
The customer reported that his olympus evis exera ii video system center was presenting an intermittent image during use. According to the initial reporter, this event took place at the beginning of the procedure. Reportedly, the column was replaced, and the reported failure had no impact on the procedure itself.

Manufacturer narrative:
During diligence attempts to the customer to obtain additional information, the customer reported that the problem encountered was with some lenses but not with others. Reportedly, some lenses would produce a green image while others would produce no image at all. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not producing images with hd scopes due to a defective printed circuit board. Additionally, the video socket connector was found defective with the wrong lock connectors. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon was a faulty patient circuit (dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.